Manufacturer narrative:
It was reported that after ring was implanted the patient returned for intervention due to new valvular insufficiency. The device remains implanted and will not return to abbott for analysis. Based on the information received, the cause of the reported patient effect could not be conclusively determined. It is possible that procedural conditions may have contributed to the reported event. The reported surgical intervention and hospitalization was due to a valve-in-ring procedure was performed with a transcatheter valve to treat the condition. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report received that states: medwatch: mw5177516. It was reported that a patient with a 28 rigid saddle ring rsa1-28 underwent a valve-in-ring procedure due to regurgitation. The procedure was performed with an (B)(6) transcatheter valve. The patient was in stable condition post procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). It was reported that on an unknown date, a rigid saddle ring rsa1-28 was implanted. On (B)(6) 2025, the patient returned for intervention due to new valvular insufficiency. A valve-in-ring procedure was performed with a transcatheter valve to treat the condition. The patient was reported to be stable post-intervention. No additional information was provided.